Event description:
Information was received from a consumer regarding a patient implanted with a neurostimulator for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient first felt stimulation in his leg and later noticed pain in the pelvis that was gradual. The patient stated that there was pain in his leg going down to the knee on the left leg. The patient also noted pain in his left testicle and wondered if the stimulation could be his sciatica. The patient mentioned that he did go to a hospital for pain and at that time he turned stimulation off for a short time and experienced some relief. The patient confirmed the ins was implanted on his left side. Troubleshooting attempts were made and the patient was on program 2 at 1.6v with stimulation on. The patient decided to change to program 3, initially at 5.2v, and the patient was walked thought turning stimulation off, changing to program 3, decreasing stimulation to 1.5v, then turning stimulation back on. The patient chose to keep stimulation at 1.5v on program 3 and was redirected to their health care professional. There were no further symptoms or complications reported or anticipated. Additional information was received from the patient. They reported that patient mentioned something in regards to a wave going to his brain that paralyzed his left leg. If patient turns off his stimulation he is just fine. Patient wants to know the process of getting the device removed and wants a surgeon that is familiar with the device that can remove it. The issue started the second week since he had the stimulator implanted.

Manufacturer narrative:
Outcomes attributed to adverse event: left leg paralysis. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.